Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg push method was used during a percutaneous endoscopic gastrostomy procedure on (B)(6) 2020. During the procedure, when peg tube was placed, it separated at the transition connector. A kelly clamp was used to grab the tube to maintain traction to achieve proper tube placement. The procedure was completed with this device. There were no patient complications reported as a result of this event.